Event description:
It has been reported to philips that the system did not finish the boot process. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to boot up . Additionally, the customer reported to philips that for the past two mornings, the system failed to boot up and flexvision pc didn't turn on. The customer turn on the system. To resolve the issue, the rse suggested the replacement of the flexvision pc. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.